Event description:
Report 1 of 2. Consumer reported upon attempted removal of a pessary, the string was detached from the bladder support. She manually removed the bladder support from her vaginal cavity. She did not require medical assistance and she did not experience any adverse health effects.

Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.